Event description:
Note: the date of event is unknown. In 2008, it was reported to boston scientific corporation, that a colonoscopy with post polypectomy clip occurred (patient age, gender, weight unknown). During preparation, they noticed that the device was missing the red stopper and the clip was detached from the catheter inside the package. The case was completed with another resolution clip device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.